Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
The pt reported that at times the infusion set leaked insulin after bolusing and her blood glucose elevated to approximately 200 mg/dl. Her normal blood glucose level is 100 mg/dl. She changed the infusion set and bolused through the infusion device as a correction. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion sets were discarded. No product will be returned for evaluation.